Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The trilock anterior inserter shaft tip broke during insertion. The tip remained in the stem and was not able to be removed.